Event description:
The patient was undergoing a cystoscopy with photovaporization of the prostate. During the procedure, the mega joule fiber broke and a new one was provided to the physician. This mega joule fiber broke as well and the physician had to use a different kind of laser probe to complete the procedure. Reference report: mw5115184.